Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w version 4.10e. Retainer ring = black. P-cap / reservoir locks properly into place. Unit received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Unit received was properly tested using a test battery cap. Unit passed displacement test, sleep current measurement, active current measurement and self test. Unit properly download formatted history files and trace files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power loss alarm noted during testing or in the pump trace download. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay and minor scratches on case.

Event description:
Medtronic received information that battery cap cracked/damaged, failed batt test occurred. There was no adverse impact or consequence reported as a result of this event.